Event description:
It was reported that this electrode was repositioned as the patient felt the lead was trying to come out. Also, there was a scab over the suture collar. There were no additional adverse patient effects.